Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that metal piece of battery cap was missing. Customer was declined high blood glucose troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.